Event description:
It was reported that during an attempted implant, the passive lead exhibited high threshold and inadequate sensing once placed in the target position. The physician elected to remove the passive lead and implant an active fixation lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).